Event description:
It was reported that a patient underwent an unknown spinal surgery for stenosis. At an unknown time post-op, the patient returned with pain and it was discovered that two rods were broken. The patient underwent a revision surgery to replace the broken rods. No further details are known at this time.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms rod broken. Multiple rod bender points and set screw witness marks noted along the length of both rods. No surface defect that appears to have contributed to crack initiation and propagation identified. Examination of the fracture surface identified multimodal fractures, with initial region with evidence of progressive convex striations or beach marks approximately 30% of the way through the cross-sectional area, followed by another region of increased material disruption, riverlines, and shear lip, which are consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.